Event description:
It was reported that coring occurred during use with the unspecified bd phaseal¿. The following information was provided by the initial reporter: "the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that coring occurred during use with the unspecified bd phaseal¿. The following information was provided by the initial reporter: "the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.